Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor alleged that a foreign object was found inside the fluid path of the tubing in their kit. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
One device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.